Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, oversensing, short ventricular intervals, and pacing inhibition due to possible fracture. The patient also received inappropriate high voltage therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.